Manufacturer narrative:
New code request has been submitted for stuck in stent.

Event description:
A percutaneous coronary intervention (pci) was performed in the mid left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion. After dilatation with a balloon, coronary stent was implanted. The ivus catheter was used to image the stent placement, which was fully expanded. "Slight" resistance was encountered while advancing the catheter. The ivus catheter became caught in the stent. The physician advanced the guide catheter and was able to successfully withdraw the ivus catheter from the patient after approximately thirty minutes. The physician imaged the stent placement after the ivus catheter was removed and noted that the stent was fully expanded and there was no irregularity of stent placement. The patient condition is reported to be "stable".

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. The complaint device was returned for evaluation. The male/female luer connection was disconnected and the imaging core was outside of the sheath assembly when received. The root cause for the disconnection cannot be definitively determined based on the information available. Visual analysis, noted fluid inside the distal tip assembly. No other anomalies were noted. The distal tip assembly (including guidewire exit port) was found to meet all dimensional specifications. During image characterization testing, the imaging core was able to be reinserted properly into the sheath assembly; no image appeared in the system due to electrical open at distal, which is unrelated to the reported event. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the information provided and the investigation, the reported event of catheter stuck in stent was most likely due to procedural/anatomical factors encountered (the interaction with the stent during the procedure) limiting performance, therefore, a likely cause of operational context was assigned.

Event description:
A percutaneous coronary intervention (pci) was performed in the mid left anterior descending (lad) artery. An intravascular ultrasound (ivus) catheter was used to image the lesion. After dilatation with a balloon, coronary stent was implanted. The ivus catheter was used to image the stent placement, which was fully expanded. "Slight" resistance was encountered while advancing the catheter. The ivus catheter became caught in the stent. The physician advanced the guide catheter and was able to successfully withdraw the ivus catheter from the patient after approximately thirty minutes. The physician imaged the stent placement after the ivus catheter was removed and noted that the stent was fully expanded and there was no irregularity of stent placement. The patient condition is reported to be "stable."